Event description:
The customer reported that the system will not flouro, no image displayed on monitor, and the system was overheated when turned on.

Manufacturer narrative:
The ge service rep verified that the system was not imaging, monoblock had no output. He replaced system monoblock, checked output dosage and beam alignment. The system is operating as intended.